Event description:
The pt had a pocket revision done because the battery has rotated in the pocket, causing discomfort. After the revision, the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.